Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0a16h, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
A healthcare provider (hcp) reported there was a suspected problem with the patient's device or therapy; the patient's device had not been working right and would go off all by itself. No symptoms were reported. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No troubleshooting or device resolution was reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.